Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2018-03181. It was reported the patient experienced ineffective stimulation. The patient underwent surgical intervention wherein the scs system was explanted.